Event description:
The customer reported that she was hospitalized with a high blood glucose reading of 652 mg/dl. The customer stated that the insulin pump alarmed button error prior to being hospitalized. Troubleshooting was performed, and the customer's bolus wizard feature was not programmed. The insulin pump passed failed the prime test, and the customer didn't have the tubing clamp for the high pressure test. The customer did state that the insulin pump has been beeping throughout the day, but has not shown any messages on the screen. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No button error alarms or moisture damage on the keypad traces were noted.